Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The product was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed, which confirmed that this device was not involved in a production failure and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4), which confirmed no similar complaints with the same, or related failure mode. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
Patient side occlusion sensor failure: on 04/27/2018, at 07:04:26. (B)(4); no charge oob / repair. On 05/29/2018, at 05:22:26, (B)(4). After investigation, the device module run time was created by company employees. This device meets the criteria per 1601-011-000, out-of-box failure processing document # (B)(4) for restocking back to finished goods warehouse. On 06/06/2018, at 11:28:34, (B)(4). Problem description: patient side occlusion sensor failure. Lab observations (condition of unit as received): the module was received with dings at bottom left corner. Investigation summary: failure mode confirmed from event log. Temos chip timing issue. Lvp was tested for several days. No failure confirmed through test. This is a well known failure mode by bd. Plastic material of the m2 is of a softer grade than the m1. This is resulting in many additional dings and dents than noted on m1 products. Conclusion: bd is in process of replacing this micro chip. Logic board to be replaced (B)(4). Issue of: plastic material of the m2 is of a softer grade than the m1 should be investigated by qe. Frame mech (B)(4) will be replace due to minor ding, this is a high cost for a ding. Rework: (B)(4). Rework: (B)(4).